Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had unspecified major error in heart implant. There are no additional information received as of the moment. To date, the device remains implanted. No adverse patient effects were reported.